Manufacturer narrative:
(B)(4). As the device was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was not sticking to the minicap. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.